Manufacturer narrative:
The device was not received for analysis, therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for this event as reported. The initial reporter, operator of device and patient information were not available at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The tip of the wire had internal wire exposed. Wire was unable to pass through catheter. Once examined physics noticed the internal metal wire exposed at the tip. A different device of the same model was used. No report of serious injury or adverse patient effects.